Event description:
It was reported that during an unk procedure, after the device was fired, it would not open. The device had to be cut away to get it off the tissue. It is unk how the procedure was completed. There was no pt consequence reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.